Event description:
It was reported that both of the patient's leads migrated. Surgical intervention is planned to replace the leads.

Manufacturer narrative:
B3 - date of event is estimated.

Event description:
Additional information was received that the patient's system was explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.